Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. A simulated therapy was performed using a homechoice machine, and the device operated per specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) assisted the patient with ending therapy and removing the cassette. The patient planned to restart therapy using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported issue was not determined. Should additional relevant information become available, a follow-up report will be submitted.